Event description:
Procedure: sleeve gastrectomy. According to the reporter: while firing the last load on the sleeve around the angle of hiss, the device cut but did not staple approx 1/4 of the tissue at the proximal end on one side. Staples did form at the distal end and the entire length of the other side of the staple line. The surgeon was able to gather the tissue that had not been stapled, and applied one side of a tri-staple reload using a partial firing cycle. The surgeon then over sewed the area and applied fibran glue. Operating room time was delayed over 30 minutes but not more than 1 hour.

Manufacturer narrative:
(B)(4).